Manufacturer narrative:
(B)(4). The device was not returned to baxter so an eval could not be completed. If the device is returned to baxter an eval will be completed and a supplemental report will be sent.

Event description:
It was reported that an unk number of spectrum infusion pumps falsely alarm for upstream occlusion frequently. There is no documented pt injury associated with these errors.